Manufacturer narrative:
If the device is received for eval or new info becomes available, a f/u report will be submitted.

Event description:
It was reported that the carb ratio for t:connect data management was rounding off to the nearest gram. There was no impact to the pt.